Event description:
Customer's blood glucose level measured 370 mg/dl at 1:00 a.m. At which time a 10 unit insulin bolus was administered. Blood glucose remained high, reaching 450 mg/dl at 5:30. The customer also noticed a bruise around where the edges of the pod was on.

Manufacturer narrative:
The eval of the returned product found evidence of an internal fluid leak, including discoloration and blood inside the device. A leak test was performed which confirmed a leak in the fluid path. A tear was found in the cannula tubing. This would result in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A device malfunction is therefore confirmed as a contributing factor to the customer's high blood glucose. There was evidence of this defect mode in lot acceptance testing for this pod lot (l30450); results were deemed acceptable. Risk level to the pt was determined to be extremely low (3.4 in 10,000). Diabetics are trained to monitor their bgs on a regular basis. Insulet provides labeling referencing this monitoring. Additionally, the product labeling instructs the customer to "take a second bolus by injection using a sterile syringe" if a device-administered bolus has not corrected a high bg condition after two hrs. Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in process as of the date of this report.